Event description:
It was reported that the external pulse generator (epg) was in use with a patient whom was pacing dependent when the epg failed to function and was not delivering therapy. The patient went into cardiac arrest. The epg was replaced and the patient recovered. The status of the epg is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.